Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-2316-70, serial/lot #: (B)(4), description: infinion 70 cm lead kit; model #: sc-3400-30, serial/lot#: (B)(4), description: infinion splitter 2x8 kit (30 cm). It is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that during a procedure the physician noticed the leads were bent at the proximal end when removed from the lead splitter. The leads were displaying high impedances on several contacts. The physician noticed the leads were at a 90 degree angle and the internal wires were visible where the fracture was evident. The physician elected to implant the leads, remove the splitters and implant new splitters. The patient is receiving excellent pain coverage.